Event description:
The table top on a model 760 radiotherapy table dropped suddenly during servicing on the table. One of the dual support chains reportedly broke and the other was inadequately secured. The event was attributed to lack of proper periodic maintainence on the 14 y/o table. The face of the service engineer was scratched by the descending tabletop. No other injuries were reported.